Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer experienced an elevated blood glucose (bg) level of 525 mg/dl. A manual insulin injection was administered to address bg. Reportedly; the customer was using a non-tandem charging cable in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging cable. The customer continued to use the pump for insulin therapy.